Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 5. Reference MFR. Report #: 1627487-2011-05061, 1627487-2011-05062, 1627487-2011-05063, 1627487-2011-05064. The patient was implanted with her scs system on (B)(6) 2010 with two percutaneous leads (from different lots). On (B)(6) 2010, one of the percutaneous leads was replaced and two lead anchors (from the same lot) were implanted. It was reported that the patient receives little relief from the stimulation and the ipg pocket area causes her pain. She's planning on having her scs system explanted. No further information is available at this time.